Event description:
Boston scientific was notified of the following event which occurred during an aneurysm embolization procedure: during placement of the subject coil at the aneurysm using a stem-shaped excel-14 catheter, the coil prematurely detached. The incident occurred while the main coil's pusher wire was being turned a second or third time in order to place the coil. Following the incident the entire system including the detached coil was removed from the patient using the retriever 18. The procedure was discontinued. It was reported that a total of 9 coils were deployed prior to the incident. The reported problem occurred while the attending physician was attempting to deploy the 10th coil.